Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 21424138, model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed that the infection was not device related. The patient underwent an explant procedure. No further information could be obtained.